Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02397. It was reported a pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was being performed. The patient received an additional 2500 units of heparin after the arterial sheath was placed. A transseptal puncture was performed and the patient received an additional 5000 units of heparin. Another administration of 2500 units of heparin was performed about 10 minutes later. The patient¿s first activated clotting time (act) was 168 seconds. Then another administration of 2500 units of heparin was performed. The last act recorded was 246. A watchman access system and 24mm watchman laa closure device & delivery system were used. The closure device was deployed and met the release criteria; therefore, it was released. The patient was transferred to the monitor station. About 4 hours post procedure, the patient became breathless. Transthoracic echocardiogram (tte) was performed which showed a pericardial effusion of about 1 cm. It did not appear to be hemodynamically relevant. They were about to perform a pericardial puncture, but when they were transferring the patient to the cath lab table, the patient¿s blood pressure dropped and they became asystole. Resuscitation was started for 45 minutes, but did not work. The patient died. It was noted that the echocardiogram revealed clear signs of fulminate pulmonary embolism. The physician did not see this event as associated with the watchman device. The cause of death was fulminate pulmonary embolism. The family refused an autopsy.